Event description:
Part of the catheter broke off and is still in the patient. No apparent discomfort or injury to patient; monitoring patient to ensure no problems arise due to this incident. Case was completed. Rn indicated that she was not present in the procedure but received details from the surgeon. She stated that the doctor noted a piece missing after completion of the procedure. The patient had called the facility complaining of reticular pain in her leg. Through a visit to the facility it was discovered that the broken piece of the catheter was protruding to some degree from the disc and that surgery was scheduled within the next two days to remove the piece. The surgeon stated that the catheter and the introducer needle were withdrawn at the same time.